Manufacturer narrative:
Company clinical evaluation comment/case comment: based on the information provided, the events burns first degree, blistering, and device misuse are assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability.

Event description:
Burns, burns degree 1. Blistering at the top of the shoulder after being applied there [blister], blistering at the top of the shoulder after being applied there [device misuse]. Case description: this is a spontaneous report from a contactable pharmacist via pch. An approximately (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) from an unspecified date for "the back". The patient's medical history was not reported. Concomitant medications were reported as none. On an unspecified date, the patient experienced burns and blistering at the top of the shoulder after being applied there. The pharmacist indicated the burn degree was 1. No surgical treatment was necessary. No long-term damage such as scanning was expected. It was reported the heatwraps had not been used previously. The pharmacist reported the event was non-serious. Action taken with the product was permanently withdrawn on an unspecified date. No therapeutic measures were taken as a result of the events. At the time of the report, clinical outcome of the events was unknown. The pharmacist assessed thermacare heatwraps as related to the events first degree burn and blistering. Additional information has been requested and will be provided as it becomes available. Follow up (06/12/2015): new information received from the contactable pharmacist includes: no concomitant medications, updated suspect product, action taken with suspect product, no therapeutic measures taken, updated event burn to first degree burn, additional events of blistering and device misuse, and pharmacist's causality assessment. This case assessed as a serious, reportable medical device report. Follow-up attempts completed. No further information expected.

Manufacturer narrative:
Follow-up (july 3, 2015): new information received from the contactable pharmacist includes: no lot number could be provided. This case is a final 10 day EU/30 day FDA medical device report. Case closed. Follow-up attempts completed. No further information expected.